Manufacturer narrative:
(B)(4). Insulin pump received with blank display. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, insulin pump power up with no display. Problem isolated to electronic assemblies. Unable to perform displacement test, self test, and current measurements due to display anomaly. P-cap / reservoir locks properly into place. Insulin pump received with cracked retainer, pillowing keypad overlay and minor scratches on case.

Event description:
Information received by medtronic indicated that the insulin pump fell off and had damage at display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.